Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 11-apr-2023. This MDR is also being submitted due to the completion of the investigation and an update to the investigation conclusions on the 17-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1988349 of echo-hd-22-ebus-o-c was returned opened in its original packaging. It should be noted that this file is related to two other complaint files. For details of the other investigations please refer to (B)(4) and (B)(4). Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 09 january 2023 and a lab re-evaluation on 11 april 2023. The lab evaluation notes and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Distal end of needle examined, and no issue observed. Distal tip of sheath examined, and no issue observed. Stylet examined, and no issue observed. No issue observed with the returned device. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1988349 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1988349. The notes section of the instructions for use, ifu0109-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions (ifu0109-7). Image review n/a root cause review n/a as per d00059858 rev026, section 5.11.2, ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion¿ also as per detail in complaint description from rep ¿I don¿t think this is a complaint from our needle but because it¿s related to I want to make sure that this is reported¿ summary complaint cannot be confirmed as there is no supporting evidence to identify the complaint failure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. As the defect is not confirmed, a risk assessment will not be completed. As per d00213689, rev006, section 5.3 as the product complaint is not confirmed, no risk assessment required as "there is no verifiable failure identified with the device(s). "

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"As per cc form": I attend this procedure and everything went very well. We follow all the steps and because of the fact they told me they had a lot of problems with damaged scopes with their olympus needles. I was very cautious and following each move from doctor and nurses. Afterwards they told me that they had a leakage from the scope after the procedure. The day before they were also using our needles and had the same problem. I don¿t think this is a complaint from our needle but because it¿s related to I want to make sure that this is reported. I ask them where in the working channel the leakage were in the past but they don¿t know this. From what I understand is that the damages were related to the needles themselves ( a little sharp piece on the sheath ) so olympus ask them to never use the 21 g needle because of these problems. They will let me know where in the scope the leakage was ( cm from the tip ). Needle is ready for pick up from my home address. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? Yes ( already send in email ). 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no no. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.).lungs. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site.n/a. 11. If not with the device in question, how was the procedure performed and/or finished? Procedure was finished with same device. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used?olympus 180. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? N/a, yes, no,yes. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed yes. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 5. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes,, see video but this is another thing and has nothing to do with the syringe. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.